Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. Information in section c was incorrectly entered during the initial filing. The information was updated in this supplemental.

Event description:
After the capsule was placed, the patient coughed and the capsule was in the patient's esophagus.